Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Following surgery, the surgeon reported that all three low temporal electrodes ended up 2-4mm below planned trajectory, and that other electrodes were accurately placed but 1mm deep. A field service engineer who was in attendance during the surgery reported that he did not observe visible head shift during the case. There were no reported clinical consequence for the patient.

Manufacturer narrative:
Investigation indicated that the registration was not performed properly. The user accepted a registration result which was over specification limits and validated an important error on the right temple during the registration verification step, despite device error messages. The surgeon should have followed the IFU and company representative recommendation and should have restarted the registration. The inaccuracy is confirmed as the three last electrodes were placed over 2 mm away from their theoretical entry point. The analysis confirmed that a head movement in the caudal direction with a slight rotation on the lateral axis occurred either before the end registration or before the first inaccurate electrode implantation. The cause for this patient's head movement is unknown. The rosa brain device was conforming and worked as expected. It was noted that this user already had registration issues in the past which led to inaccuracies. The surgeon was trained but not experienced in the use of the rosa brain device but a company representative was assisting the case.

Event description:
Following surgery, the surgeon reported that all three low temporal electrodes ended up 2-4mm below planned trajectory, and that other electrodes were accurately placed but 1mm deep. A field service engineer who was in attendance during the surgery reported that he did not observe visible head shift during the case. There were no reported clinical consequence for the patient.